Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after a diagnostic procedure. Reportedly, the physician was unable to deploy the clip and depress the safety release button to successfully removed the device from the tissue tract. Hemostasis was achieved with manual compression. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.